Manufacturer narrative:
(B)(4). The reported biolox liner was returned to the post market surveillance team for examination. The reported event of a fracture can be confirmed. The liner has fractured into two big fragments and several smaller fragments. However, when placing the fragments together, not all fragments are accounted for and/or have been returned. There are metallic smearings throughout the surface area of the fragments, but most apparently on the seating surface of the liner. One video taken in the operating theater was received which shows the explanted and fractured biolox liner. Additionally in the video, an explanted and intact ceramic femoral head can be seen. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified an additional similar complaint for the reported item and no additional similar complaints for the reported part and lot combination. One single ap radiograph of the left hip was provided and received and reviewed by a radiologist confirming the reported fracture event. No surgical reports were received for review. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: report source turkey. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported patient underwent hip revision approximately 8 months post-implantation due to a broken liner. Attempts have been made and additional information on the reported event has not yet been provided.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.